Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced. The system operates as intended.

Event description:
The customer reported that the system displayed a video voltage error message. No pt injury was reported.